Manufacturer narrative:
Product event: (B)(6) nurse demographics: gender: female age: (B)(6) weight: (B)(6) employee ID: (B)(6) status: alive.

Event description:
During an ortho case, the plasmablade device was placed in the provided holster and staff reported a spark from the device. The spark caused a 2 inch in diameter burn on a nurse¿s right arm. The degree of the burn is unknown. The burn was treated with ointment and a bandage. It is unknown if the device was inadvertently activated. No further interventions were reported. There was no impact to the patient.

Manufacturer narrative:
(B)(4): brief description of complaint: patient injury (defective component should be retained) difficulty powering generator on. Once on, it shut down while in use. It powered back on and half way through the case, staff saw a spark. A nurse was burned through her gown sleeve. Complaint device details: product code (cfn): 40-405-1 serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. The packaging did not appear to have sustained damage during transit. External visual: there was no evidence of external defects to the generator. Internal visual: there was no evidence of internal defects to the generator. Functional inspection of generator related to reported issue(s): test(s) performed in accordance with reported issue: functional test, power output test, flow test. Are measurements within specification?: yes equipment used for testing: ps210-030, 90-1451, 7054, 7256, 799, ps200-040 results of each test performed: this generator successfully completes the power on self-test (post). Generator passed all functional tests - device insertion; 7-pin and 3-pin devices were recognized. The test devices activated rf upon button press, and rf output stopped on button release for 3-pin test device and 7-pin test device both cut and coag. No spark was observed during functional tests. Review of event log showed recorded 1 error code e6 on (B)(6) 2017 and 1 error code e1 on (B)(6) 2017 error code e6 ¿ ¿handpiece is not recognized as a medtronic advanced energy device or failed test¿. Error code e1 - switch on handpiece may be stuck in the on position the error code e6 and e1 are a ¿normal use¿ error code and not indicative of a problem with the generator. The power output tests and power curve check test confirm that all parameters tested are within specifications describe defect found and impact to functionality: no failure detected describe resolution of defect (fix): no failure detected were there additional failures found? No slhr review: this generator has not been in for service prior to this complaint investigation conclusion: the reported issue of sparks, staff injury and unit shutting down during use was not confirmed reference documents: complaint analysis-generators-work instructions 42-10-1119 rev c aex service process instructions 61-90-0703 rev g. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the plasmablade device was placed in the provided holster and staff reported a spark from the device. The spark caused a 2 inch in diameter burn on a nurse¿s right arm. The degree of the burn is unknown. The burn was treated with ointment and a bandage. It is unknown if the device was inadvertently activated. No further interventions were reported. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.